Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on manufacturing review, the product met specifications at the time of release. (B)(4).

Event description:
A surgeon reported a patient with low vision acuity following corneal flap creation. Upon additional follow up it was reported; the flap was irregular upon optical coherent tomography examination. The surgeon indicates the irregular flap led to unplanned astigmatism. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Company representatives have visited the site and have been unable to identify an issue with the system. The technical support team and trainers continue to work with the customer and the field representatives to identify and/or eliminate contributing factors to these issues. A review of the manufacturing records did not reveal any related nonconformity during manufacturing for this system. Based on quality assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively (B)(4).